Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp in the closed position. This occurred during patient use of the device for peritoneal dialysis (pd) therapy. The transfer set had been in use for about sixty-five (65) days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.